Event description:
It was reported that a patient underwent a robotic laparoscopic left inguinal hernia repair for a small defect in the left groin that was identified on imaging and was repaired using laparoscopic mesh, after the patient initially presented with concerns on the right side and imaging showed no issues on the right. About one month after the left inguinal repair, the patient developed a rash on the abdomen that later spread to the arms. The patient was being evaluated by an allergist, who raised the possibility of a mesh-related reaction. A computed tomography scan was planned, and allergy testing using a sterile piece of lap mesh was scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.